Event description:
The hospital reported a broken side wall panel. There was no patient involvement.

Manufacturer narrative:
The hospital had new side wall panels in stock and replaced the panel. No report of patient involvement. Legal manufacturer: hcs (B)(4). The hospital had new side wall panels in stock and replaced the panel.